Event description:
It was reported, there was a volume discrepancy. The actual residual volume (arv) was less than the expected residual volume (erv). The arv was 11 ml, and the erv was 25.2 ml. Reporter stated that this was the first significant discrepancy. During the last refill on (B)(6) 2011, the expected and actual volumes were 30ml's. The patient had some increase in leg pain which was where baseline pain is, however, it was noted they displayed no symptoms of overdose. The pain started 1 week prior to the report date. The medication in the pump was morphine. It was later reported that the cause of the volume discrepancy remained unknown. It was noted that the pump was refilled as planned without difficulty. Patient outcome was reported as "no patient injury". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported, the patient missed a refill scheduled for (B)(6) 2012.

Manufacturer narrative:
(B)(4).